Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board.

Event description:
It was reported that insulin squirted out during the manual prime. Nothing further was reported.